Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, in the middle of the night tried to bolus and keypad locked came on and has not been able to bolus. The blood glucose was 300 mg/dl at the time of the incident. Customer declined troubleshooting for the high blood glucose. The device is not expected to be returned for analysis.